Event description:
I received the essure in 2006 and as the years gone by I'm in more and more pain. I have developed ovarian cysts one which ruptured and had me sick and out of work for almost a month. I have gained tremendous amount of weight in my abdomen area which appears lopsided at times. I have extreme nausea, migraines, tingling in my fingers, muscle pain and weakness. I also experience extreme stabbing pain in my side as well as navel area. I bleed between my cycles. I don't have adequate health insurance to have the essure removed. At times, I went to cut it out myself. I have never had these issues before the essure and have no such family history of this. I have complained to my doctor in the past which I was told it would pass. I have looked into having it removed but it's not optional without insurance. Please help I rather have 500 kids than to experience the pain I feel on a daily / monthly bases.